Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and the requested therapy connector and front case assembly with small keypad, large keypad and labels part number information to repair device. The root cause of the issue was determined to be customer damage to device.

Event description:
Customer reported that the device front was hit into something and now the therapy connector was pushed back, and the therapy cable was inoperative. Reporter did not know the specific details on how the damage occurred. There was no report of patient involvement with incident.